Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was returned not deployed. The device download indicates a drive stall occurred at the beginning of the device run. The first prime completed at pulse 51 and the device was deactivated at pulse 62. The device was reset, connected to a master pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. Inspection of the device, found a scrape along the top of the reservoir cap and metal shavings on the reservoir cap and on the spring latch. Though the scrape was found on the top of the reservoir cap, the exact cause of the drive stall could not be determined.